Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received fully fired. In addition, several unformed staples were received. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device, only the closing trigger should be grasped until the device is ready to be fired. Do not grasp the firing trigger before the device is closed into the tissue and ready to be fired. If the firing trigger is manipulated before the device is closed, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout. For further details, please refer to the instruction for use. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired but delivered unformed staples. This caused an opening in the bowel in which a different device was used along with sutures to complete the anastomosis. There was no adverse consequence to the patient other than having to clean the bowel leakage.